Event description:
It was reported that the right ventricular lead exhibited high impedance. No programming changes were made. The patient will continue to be monitored. There were no patient consequences.